Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the femoral vein access was obtained via ultrasound access, and a versacross steerable sheath was used to obtain transseptal access via transesophageal echocardiography (tee). A pigtail catheter and the trusteer was used to obtain a contrast image of the laa. It was determined that based on this and tee guidance, a 31mm closure device would be attempted. During initial deployment, it appeared that the closure device was partially deployed in the pericardial space, the flx ball was advanced out of the was sheath, not unsheathed with a deep-seated starting position. This was evident on fluoroscopy by the extremely pinched middle of the closure device. The closure device was recaptured and repositioned, but this position was deemed too proximal, and thus the closure device was recaptured again and removed from the patient body. At this time, a circumferential pericardial effusion was discovered on tee. The decision was made to replace the 31mm closure device with a 27mm closure device and drain the pericardium via pericardiocentesis. The 27mm closure device was released in the laa after meeting visible position, anchor, size, seal criteria (pass), and more than three (3) liters of blood were drained from the pericardium, with 750ml transfused back to the patient. Cardiothoracic (CT) surgery was called when the patient began to show signs of tamponade with no change to the effusion. The patient was transferred to the operating room (or), where a pericardial window was performed and large clotted masses were removed from around the heart, resulting in improved pressures. The patient is currently stable and in recovery with plans to be discharged soon.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the femoral vein access was obtained via ultrasound access, and a versacross steerable sheath was used to obtain transseptal access via transesophageal echocardiography (tee). A pigtail catheter and the trusteer was used to obtain a contrast image of the laa. It was determined that based on this and tee guidance, a 31mm closure device would be attempted. During initial deployment, it appeared that the closure device was partially deployed in the pericardial space, the flx ball was advanced out of the was sheath, not unsheathed with a deep-seated starting position. This was evident on fluoroscopy by the extremely pinched middle of the closure device. The closure device was recaptured and repositioned, but this position was deemed too proximal, and thus the closure device was recaptured again and removed from the patient body. At this time, a circumferential pericardial effusion was discovered on tee. The decision was made to replace the 31mm closure device with a 27mm closure device and drain the pericardium via pericardiocentesis. The 27mm closure device was released in the laa after meeting visible position, anchor, size, seal criteria (pass), and more than three (3) liters of blood were drained from the pericardium, with 750ml transfused back to the patient. Cardiothoracic (CT) surgery was called when the patient began to show signs of tamponade with no change to the effusion. The patient was transferred to the operating room (or), where a pericardial window was performed and large clotted masses were removed from around the heart, resulting in improved pressures. The patient is currently stable and in recovery with plans to be discharged soon. It was further reported that the patient was discharged on (B)(6) 2025.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc medical safety representative. The provided medical media is related to cardiac trauma and does not appear to depict any unrelated device or user related allegations. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037515466. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required), perforation, (hospitalization, surgical intervention, blood transfusion) and death. Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, perforation, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the femoral vein access was obtained via ultrasound access, and a versacross steerable sheath was used to obtain transseptal access via transesophageal echocardiography (tee). A pigtail catheter and the trusteer was used to obtain a contrast image of the laa. It was determined that based on this and tee guidance, a 31mm closure device would be attempted. During initial deployment, it appeared that the closure device was partially deployed in the pericardial space, the flx ball was advanced out of the was sheath, not unsheathed with a deep-seated starting position. This was evident on fluoroscopy by the extremely pinched middle of the closure device. The closure device was recaptured and repositioned, but this position was deemed too proximal, and thus the closure device was recaptured again and removed from the patient body. At this time, a circumferential pericardial effusion was discovered on tee. The decision was made to replace the 31mm closure device with a 27mm closure device and drain the pericardium via pericardiocentesis. The 27mm closure device was released in the laa after meeting visible position, anchor, size, seal criteria (pass), and more than three (3) liters of blood were drained from the pericardium, with 750ml transfused back to the patient. Cardiothoracic (CT) surgery was called when the patient began to show signs of tamponade with no change to the effusion. The patient was transferred to the operating room (or), where a pericardial window was performed and large clotted masses were removed from around the heart, resulting in improved pressures. The patient is currently stable and in recovery with plans to be discharged soon. It was further reported that the patient was already discharged. It was further reported that the patient was discharged on (B)(6) 2025 and was seemingly doing well. An attempt was made to schedule a follow-up with the patient, and it was discovered that the patient had passed away suddenly three (3) weeks after discharge. The reporter believes it could have been a sudden cardiac death or pericardial effusion. The patient was sick to begin with and on bed rest for a while after complication.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the femoral vein access was obtained via ultrasound access, and a versacross steerable sheath was used to obtain transseptal access via transesophageal echocardiography (tee). A pigtail catheter and the trusteer was used to obtain a contrast image of the laa. It was determined that based on this and tee guidance, a 31mm closure device would be attempted. During initial deployment, it appeared that the closure device was partially deployed in the pericardial space, the flx ball was advanced out of the was sheath, not unsheathed with a deep-seated starting position. This was evident on fluoroscopy by the extremely pinched middle of the closure device. The closure device was recaptured and repositioned, but this position was deemed too proximal, and thus the closure device was recaptured again and removed from the patient body. At this time, a circumferential pericardial effusion was discovered on tee. The decision was made to replace the 31mm closure device with a 27mm closure device and drain the pericardium via pericardiocentesis. The 27mm closure device was released in the laa after meeting visible position, anchor, size, seal criteria (pass), and more than three (3) liters of blood were drained from the pericardium, with 750ml transfused back to the patient. Cardiothoracic (CT) surgery was called when the patient began to show signs of tamponade with no change to the effusion. The patient was transferred to the operating room (or), where a pericardial window was performed and large clotted masses were removed from around the heart, resulting in improved pressures. The patient is currently stable and in recovery with plans to be discharged soon. It was further reported that the patient was already discharged. It was further reported that the patient was discharged on (B)(6) 2025 and was seemingly doing well. An attempt was made to schedule a follow-up with the patient, and it was discovered that the patient had passed away suddenly three (3) weeks after discharge. The reporter believes it could have been a sudden cardiac death or pericardial effusion. The patient was sick to begin with and on bed rest for a while after complication.

Manufacturer narrative:
B2 outcomes attrib to adv event: updated with additional information received. B2 date of death: updated with additional information received. B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the femoral vein access was obtained via ultrasound access, and a versacross steerable sheath was used to obtain transseptal access via transesophageal echocardiography (tee). A pigtail catheter and the trusteer was used to obtain a contrast image of the laa. It was determined that based on this and tee guidance, a 31mm closure device would be attempted. During initial deployment, it appeared that the closure device was partially deployed in the pericardial space, the flx ball was advanced out of the was sheath, not unsheathed with a deep-seated starting position. This was evident on fluoroscopy by the extremely pinched middle of the closure device. The closure device was recaptured and repositioned, but this position was deemed too proximal, and thus the closure device was recaptured again and removed from the patient body. At this time, a circumferential pericardial effusion was discovered on tee. The decision was made to replace the 31mm closure device with a 27mm closure device and drain the pericardium via pericardiocentesis. The 27mm closure device was released in the laa after meeting visible position, anchor, size, seal criteria (pass), and more than three (3) liters of blood were drained from the pericardium, with 750ml transfused back to the patient. Cardiothoracic (CT) surgery was called when the patient began to show signs of tamponade with no change to the effusion. The patient was transferred to the operating room (or), where a pericardial window was performed and large clotted masses were removed from around the heart, resulting in improved pressures. The patient is currently stable and in recovery with plans to be discharged soon. It was further reported that the patient was already discharged. It was further reported that the patient was discharged on (B)(6) 2025 and was seemingly doing well. An attempt was made to schedule a follow-up with the patient, and it was discovered that the patient had passed away suddenly three (3) weeks after discharge. The reporter believes it could have been a sudden cardiac death or pericardial effusion. The patient was sick to begin with and on bed rest for a while after complication.

Manufacturer narrative:
Correction: d1 brand name, d2a common device name, d2b pro code, d4 model number, lot number, catalog number, expiration date, unique identifier: update from watchman trusteer information to watchman flx pro information. Correction: h4 device manufacture date: update from watchman trusteer information to watchman flx pro information.